Manufacturer narrative:
This report is submitted july 9, 2018.

Event description:
Per the clinic, the patient experienced pain and discomfort at the implant site. Subsequently, oral and topical treatments were administered (date not reported).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019. The patient was not reimplanted, as of the date of this report. This report is submitted september 25, 2019.

Manufacturer narrative:
This report is submitted 15 november 2019.